Event description:
Adverse event(s): "diffuse corneal infiltrates" (corneal infiltrates). Product problem(s): "none reported" (no information). On 05/07/2010, an optometrist initially reported ten patients who experienced corneal infiltrates following the use of this product (see MDR # 1610287-2010-00059). On 06/16/2010, completed questionnaires were received from the optometrist. For this patient, the optometrist reported diffuse corneal infiltrates in both eyes. He stated the patient was switched to a hydrogen peroxide based contact lens solution and it is unknown if the patient's symptoms resolved because she never followed-up with the optometrist. See also MDR# 1610287-2010-00086 and 1610287-2010-00088. This is the second of three mdrs.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via mail on 05/13/2010; via phone on 05/20/2010, 06/17/2010, and 06/22/2010. Questionnaires were received on 06/16/2010. (B)(4).